Event description:
It was reported that lens was explanted from the patient's right eye due to "z" syndrome approx 10 weeks post implant. Another lens of different model was implanted. Add'l info was requested, but was not provided.

Manufacturer narrative:
The lens was requested, but has not been returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.